Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultramini meter displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the problem with the meter began at 6pm on (B)(6) 2016, when he attempted to test his blood glucose level and obtained the error message. The patient manages his diabetes with oral medication, diet and/or exercise. He denied developing any symptoms as a result of the alleged issue. He indicated that after obtaining the error message, he administered an increased dose of 5mg of glipizide and went to the emergency room (ER). He reported that a blood glucose result off 430 mg/dl was obtained on the ER/hospital meter and he received 20 units of insulin from a healthcare professional (hcp) at 9pm on (B)(6) 2016. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca confirmed with the patient that he had used the correct test strips and he described the correct testing steps. The test strips completely drew in the sample of blood. The cca walked the patient through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. The patient obtained a blood glucose result of 430 mg/dl on the ER/hospital meter and received treatment of insulin from an hcp, after the alleged product issue began.